Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would stay in the service mode function after the language was changed from english to french. There was no reported patient or user involvement and no adverse patient/user impact.